Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/9/2021. The following information was requested, but unavailable: as the case is from health authority, no answer is available and no product is available for return. What tissue was being approximated or sutured when it broke? How was the procedure completed? Were there any patient consequences? Procedure name and date? Could you please provide product code and lot number? Could you please confirm the device's availability for return? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? How was the procedure completed? Were there any patient consequences? Procedure name and date? Could you please provide product code and lot number? Could you please confirm the device's availability for return?

Event description:
It was reported that a patient underwent and unknown procedure on an unknown date and suture was used. During the procedure, when the surgeon wanted to suture the perineal wound, it broke when pulled. There were no adverse patient consequences reported. Additional information has been requested.